Event description:
During a procedure with the rotoblator the guide wire became hung up on a stent. The pt was sent to bypass surgery for successful removal of the device. The pt was reported as doing fine following bypass surgery.